Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Low intrinsic amplitude signal and high pacing thresholds were also observed on the rv lead. Boston scientific technical services (ts) reviewed device data noting shock impedances had been increasing over the prior year until becoming largely stable in the 130 ohm range. Despite the low amplitude signal, there was no evidence of undersensing and recorded shocks were successful in cardioverting the patient. Ts discussed considerations for replacing the lead and a revision procedure was later performed. The lead was surgically abandoned and replaced while the ICD remains in service. No adverse patient effects were reported.